Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
The customer reported that while the facility was administering a dental block,the needle detached from its base and became lodged in the patient's gum.the patient visited the ER, but the needle could not be located and they were referred to an oral surgeon. Atthe surgeon's office,the needle was successfully located in the gumand removal is in progress.

Manufacturer narrative:
The returned samples of the same lot of this event were received. The test results met the specification. The complaint can't be confirmed by the returned samples. The root cause can't detected currently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
On april 6, 2026, 16 returned samples were received.